Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported inability to capture and inability to grasp the leaflets appear to be related to patient morphology/pathology (annulus calcification, and a short, restricted, thin, and calcified posterior leaflet). The tissue injury appears to be due to multiple grasping and capturing attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was performed for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, annulus calcification, and a short, restricted, thin, and calcified posterior leaflet. During preparation while testing an ntw clip (30413r1103), one of the grippers would not lower. Troubleshooting was performed, including locking and unlocking the clip. It was noted when the clip was locked the one gripper would lower. Therefore, the clip was not used and replaced. A new ntw clip (30414r1015) was inserted. However, the clip was unable to grasp and capture the posterior leaflet. Therefore, the clip was removed, and the procedure was discontinued. Tissue damage to the posterior leaflet was observed. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.